Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated an overheat message during the interrogation of an implantable heart device. It was further reported that the "ok" button can be pressed and the interrogation continue, however the programmer continues to generate the message until the programmer is turned off. Follow-up is underway to obtain the serial number of the programmer. It is not currently possible to determine the status of the programmer. No patient complications have been reported as a result of this event. It was further reported that the requested follow-up was received with the serial number and it was also stated that the programmer remains at the account awaiting a replacement however it is not in use.